Manufacturer narrative:
Product analysis: witness marks on the outside edge of the set screw were it appears that the rod made contact with the screw while it was being installed. These witness marks are consistent with the rod not being fully reduced before the set screw was installed. The node of the set screw is flat on top and then has a radius coming off the edge. This condition can cause the set screw to "break off" before the rod is fully seated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 5540030, 510k# k113174 and (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient suffering from adjacent segmental disorder underwent posterior fusion as a 2nd stage of a two-stage procedure after lumbar interbody fusion surgery. Intra-op, the area of th10-sai was fixed, but the cut-out of set screws on both sides of sai was reported. Both set screws of ba screw placed at s2ai about a half year ago were backed out. No patient complications occurred during this event. There was no bony union at l5/s. Revision surgery is scheduled to be performed at later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the replaced set screw come off one side. The set screw was replaced in the re-operation. The operation was completed directly by the physician¿s judgment.